Event description:
Same case as MDR ID: 2134265-2014-04138. It was reported that a death occurred. In (B)(6) 2009, the patient received two taxus liberte paclitaxel-eluting coronary stent stents and one non-bsc stent in a 75% stenosed de novo lesion. The lesion resulted in 0% stenosis after the procedure. In october 2012 the patient was hospitalized immediately due to suspicion of critical limb ischemia, diabetic ulcer and urinary-tract infection. Four days later, the patient complained of respiratory discomfort and suffered cardiopulmonary arrest. Cardiac compression, and intubation were performed, and a ventilator was used and inotropic agents were administered. It took 30 minutes for the return of spontaneous circulation. As a result of head CT scan, edema was confirmed and the patient was diagnosed with an ischemic stroke. Though the patient recovered consciousness, intensive care was required temporarily due to high-grade encephalopathy. About two weeks after the hospital admission, tracheotomy was performed. About a month after the tracheotomy, the patient was transferred to hospice. When the hospital made a contact with the patient for 48 months follow-up from the original stenting procedure, they were informed that the patient had died. The cause and date of death are unknown.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).